Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient experienced cells and flares in eye post operatively. The patient was used with an ophthalmic viscoelastic. There was no additional medical intervention required. Additional information received clarifying patient experienced uveitis and patients are doing well currently.

Manufacturer narrative:
Complaint trending reviewed for the lot code provided. Three similar complaints found. Viscoat folding boxes with unopened blisters were received as complaint sample. The chemical lab tested the appearance and clarity and ok. All tests are conform the specifications. The appearance and clarity were tested by the chemical lab on a reference sample and all results are within the specifications. The complaint condition could not be confirmed. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. As the returned samples were conform the specifications, this complaint cannot be confirmed. All batches are released according to the required specifications. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. Product met specifications: after investigation we can conclude that the investigated product met specification. However further trending is performed. The manufacturer internal reference number is: (B)(4).